Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, broken shell, underweight, around 0-25% of the shell is missing. A microscopic analysis was performed which identified: broken shell with sharp edge in the same location of crease assessed as fold flaw opening and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge in the same location of crease assessed as fold flaw opening. Missing shell that is assessed as inconclusive. Additional, changed, and/or corrected data: d9,h3,h6.

Event description:
Healthcare professional reported left side rupture. Device been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device been explanted.